Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he experienced high blood glucose higher than normal. First time it was close to 500 mg/dl and the second occurrence it was over 600 mg/dl. Customer's blood glucose was over 400 mg/dl, current 246 mg/dl. Troubleshooting was performed and customer declined to check for presence of air bubbles or leak and programming on the device. Customer also stated he didn't want to remove the site as the device was currently working correctly. Customer is not returning the device for analysis.